Event description:
Spacelabs received a report that a certified registered nurse anesthetist (crna) was not able to ventilate a patient with a spacelabs bleasesirius anesthesia machine.

Manufacturer narrative:
Spacelabs received the customer report forwarded by the FDA on march 26, 2012. Spacelabs global technical supported (gts) has contacted the biomed in the hospital to request the event details. Spacelabs will coordinate the return of the appropriate sample materials and investigation after speaking with the biomed. We will provide a supplemental report once additional information is obtained.

Manufacturer narrative:
Spacelabs received this report from the FDA. Global technical support (gts) contacted the biomed in the hospital and asked for the details of the event. The customer stated that they found the inspiratory valve was stuck closed. They resolved the issue by replacing the absorber inspiratory and expiratory valves. The machine passed all function checks and was placed back into service on the same day of the event. However, the replaced parts were discarded by the customer and are not available for our investigation. As a result, we are not able to identify the possible root cause of this issue. We received two other reports of a similar issue from the same customer. The investigation is underway. We will provide our supplemental MDR reports for those two cases (MDR 3023361-2011-00031 and 3023361-2011-00032) shortly. No one has been injured as a result of this malfunction. We have concluded that no further action is required and consider this issue closed.

Event description:
Spacelabs received a report that a certified registered nurse anesthetist (crna) was not able to ventilate a patient with a spacelabs bleasesirius anesthesia machine.